Manufacturer narrative:
(B)(4). Batch # unknown. The lot / batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, after fire surgeon saw staples of distal side was not fully completed b-shape on tissue. The error staples were opened their staple legs and not closed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) batch # r59r58 investigation summary: the analysis found that one pse60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. An ecr60b cartridge reload was received partially fired 1/16 and loaded in the device. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.